Manufacturer narrative:
The t:slim x2 user guide states: "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the contact on the auto-off safety feature. Customer's blood glucose level was not impacted. Contact requested the safety feature be turned off. Tandem technical support guided the contact through turning the safety feature off.